Event description:
New information received notes that during normal device change out, externalized conductors were observed between the rvc and the svc. The lead was capped and replaced.

Event description:
It was reported that noise was observed on the far field channel on the lead during a vt episode. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.